Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6) medical center, and (B)(6) hospital. It is unknown which facility the device was implanted at. The complainant also listed the following physician associated with this complaint: (B)(6).

Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-03856 pertains to the other device. It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.